Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 one infusion set tubing detached from hub and infusion set is used for 1 day and half. No further information available.